Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Blood glucose readings: chapter 4 / page 56; warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that patient's bg (blood glucose) reached 500 mg/dl while wearing the pod longer than 48 hours. The patient's cannula was found bent when removed from the infusion site (back). For treatment, a bolus of 6 units was delivered with a syringe, a new pod was activated, and she also was given liquids. A temporary basal was set for 2 hours with an increased rate of 95%.

Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was not bent or kinked. No issues were noted that would result in a failure to deliver insulin. The original state of the adhesive pad could not be determined due to it having been worn.